Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event; the k-wire was damaged. The angle-wire is worn, liquid leaks due to perforation light guide lens is broken, the adhesive rubber is broken, the suction cover is deformed and there is a crease in the connecting tube. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported the forceps elevator wire was broken. No additional information was provided. The device was returned for repair and the olympus service center identified the light guide lens was dirty which is a reportable event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that water or moisture invaded the subject device from leaking point causing corrosion of components inside the lens, and corrosion product was identified as dirt. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.